Manufacturer narrative:
Update: h6. The patient developed a post-op prosthetic joint infection and the surgeon explanted the device. An antibiotic spacer was placed and patient is doing well. The surgeon will replace the tmj device with a new one. The investigation found the device was shipped sterile and no abnormalities have been reported since. The surgeon identified the microorganism involved, which is related to the patient's skin condition. Based on the investigation, there is no indication of a malfunctioning product or any design, material, or manufacturing-related issue with the tmj devices.

Event description:
It was reported that patient underwent revision surgery due to infection. The right devices were removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that patient underwent revision surgery due to infection. The right devices were removed.